Event description:
The customer reported that the sys displayed an error message and shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced. The hard drive and the software upgrade were installed during the svc call. The system was tested and found to be working as intended and placed back into svc.